Manufacturer narrative:
This event occurred in (B)(6) . Unique identifier (UDI#: (B)(4).

Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for intact human chorionic gonadotropin plus the beta-subunit (hcgb) on an e601 analyzer. The results from the e601 analyzer were different when compared to results measured on a centaur analyzer. The first sample initially resulted as 10.17 mui/ml and this value was reported outside of the laboratory. The sample was repeated on a centaur analyzer on (B)(6) 2015, resulting as < 2.0 mui/ml. The second sample initially resulted as <0.10 mui/ml on (B)(6) 2015 and this value was reported outside of the laboratory. The sample was repeated on a centaur analyzer on (B)(6) 2015, resulting as 2.2 mui/ml. The patient was not adversely affected. The hcgb reagent lot number was 185430. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Based on the provided information, the root cause of the issue may be related to pre-analytic handling of the sample.